Event description:
It was reported the atrial port was cracked. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment regarding the atrial connector being broken. It was also noted that the upper and lower cases were cosmetically damaged, the battery contacts were compressed, the liquid crystal display (lcd) was out of specification and the ring was bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.